Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired. It is reported that the device failed during attempts to resuscitate the patient.